Manufacturer narrative:
The reported lot number 1ml001807, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence, and abdominal and pelvic pain. A subsequent cystourethroscopy occurred on (B)(6) 2011, in an attempt to correct incontinence after the implantation of the obtryx mesh on (B)(6) 2010. On (B)(6) 2012, an implantation of a second stage interstin took place in an effort to control urinary incontinence. All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.